Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the center image had a "hazy flare" on the screen. Reportedly, the patient's anatomy was not visible. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code 1304 captures the reportable event of center image lost. A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and the reported center image lost complaint was confirmed due to moisture present in led windows. Fluid invasion likely occurred due to a damaged eto valve. The windows were replaced and the valve was repaired to resolve the issue. The reported issue was confirmed. The cause of the reported failure is due to a damaged eto valve that led to moisture present in led windows. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the center image had a "hazy flare" on the screen. Reportedly, the patient's anatomy was not visible. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.